Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a shaft fracture occurred. The target lesion was located in the left coronary system. The physician attempted to advance the 6fr. Runway guide catheter to the coronary artery however once the catheter was in the aortic root, it did not have good positioning. The physician attempted to torque and push the catheter into position but was not successful. It was then noted that the catheter had kinked and turned on itself in the tortuousity of the external iliac vessel. A vascular surgeon was called in who tried to "unkink" the catheter however it broke about 25 cm from the hub of the catheter. An 8fr. Sheath was inserted and a 20cm gooseneck snare was used to capture the end of the catheter. The sheath, snare and catheter were then removed from the patient as a unit. All components came out without issue and with no injury to the vessel. The procedure was completed with another device. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).